Event description:
It was reported that a customer charged their insulin pump every morning and night, but no specific issue was identified. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were taken.